Event description:
Customer called to report that she has had episodes of low blood glucose readings (bg's) that required medical attention. She believes the events occurred three times in the same month. In all cases she had low bg's in the morning. She thinks her pdm must have been reading higher than it should have and she gave herself too much insulin. She did not call at the time of the events. No further information is available.

Manufacturer narrative:
The product was not returned for evaluation. Unable to confirm any product malfunction. The product user guide instructs the user to check their blood glucose levels frequently, and to confirm bg readings with another device, if readings are not as expected, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency. No test strips were identified by the customer therefore, no comparative testing can be performed on the user's strips. No conclusion can be reached at this time.